Manufacturer narrative:
The complaint was reported because asset inspection. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the product analysis found that the distal edge plastic cover, and the top cover, the front panel and the chassis corroded, in addition an excessive amount of dust and foreign material present inside the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the front panel and the chassis corroded, in addition an excessive amount of dust and foreign material present inside the video connector. There was no patient involvement.